Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula broke in her body and she would get a lot of alarms. The customer also reported that the paramedics due to her blood glucose. The customer's blood glucose was 48 mg/dl at the time of incident. The customer mentioned that the keypad was sticking. The sensor will not be returned for analysis.